Event description:
This is a case report received on 12 march by baxter (B)(4) from (B)(6) hospital via the account manager. It was reported that on (B)(6) 2010 @ 23.30hrs an aquarius v6, (B)(4) lot number 2595 was involved in the following incident: a male patient(B)(6). Was receiving continuous veno-venous haemofiltration (cvvh) on the aquarius machine, and it was observed that the syringe in the syringe driver had only 14mls of heparin left in the syringe (started at 20mls in the syringe) (a 50ml syringe was used). Complainant assured that the syringe was secured properly in the syringe holder and reportedly, the syringe driver had given a 6mls/bolus to the patient. The nursing staff then stopped the heparin infusion via the aquarius machine and moved the syringe to an external syringe driver and delivered the heparin via this. The patients activated partial thromboplastin time ratio (apttr) was checked following the incident and was seen to be >6, it was rechecked 4 hours later and had dropped below 2. The patient is currently still on the aquarius machine (B)(4) receiving heparin via an external syringe driver. The device will be evaluated when the patient treatment is concluded and the aquarius is no longer connected to the patient. The patients apttr was checked following the incident and was seen to be >6, it was rechecked 4 hours later and had dropped below 2. The patient's condition is reportedly now "fine." The device is not currently available for evaluation as the patient is still on the machine; they are not using the driver side of the machine. Complainant has been instructed/requested to advise the device is available for evaluation

Manufacturer narrative:
Evaluation anticipated but not yet received - result and conclusion will be submitted along with the results of the device history record review upon receipt of all data in a follow up MDR.